Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error during rewind and motor position encoder error. There were some motor error alarms in the alarm history. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and motor tests. No motor error alarm or motor position encoder error alarm was noted during testing. No motor position encoder error alarm was found in the alarm history. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.